Event description:
The tip of the guide wire was noted to be stretched at some point during the procedure. There was no patient injury reported. This MDR is being filed based on the results of the returned product investigation which revealed a guide wire core separation.